Event description:
Complainant alleged that the emergency room clinicians were pacing a pt (age and gender unk) when they heard a popping sound and saw a flash at the multi-function electrode. The clinicians also observed that the pt's chest hair was burned. The complainant indicated that there was "absolutely not" any adverse effect on the pt as a result of the reported malfunction.